Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
During the procedure of removing the jugular vein filter, a snare was pushed back from the tip of the filter sleeve, and one anchor foot of the filter broke.

Manufacturer narrative:
A comprehensive review of the manufacturing and inspection records for this lot has been completed. No deviations or non-conformances were identified. There were no physical samples returned to argon from the customer however, there were videos provided. Results based on the video fracture to the filter can be observed. The complaint was confirmed. Immediate corrective action to assess the risk of the option elite filter fracture, hhe 1373 was initiated and an in-depth review of the defect was performed. The filter used in the option elite kits are purchased by a third party supplier, therefore scar-0202 was issued to the supplier to perform a detailed investigation into the defect and implement the necessary corrective actions.